Event description:
It was reported that on the left side near the medtronic sticker there is a part of the insulin pump missing and also something has become dislodged and protrudes from the bottom of the case. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had a protruded/loose drive support disk. The insulin pump was received with a cracked case at display window corner and a broken reservoir tube lip. No moisture damage noted on electronic assembly or motor.